Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with battery voltage still at normal range of operation. The device image analysis indicates a power on reset event occurred in the field triggered by undetermined source that turned the device into backup mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including rf telemetry communication and output verification did not identify any functional issues. The reset condition could not be reproduced. Actions have been taken to prevent reoccurrence. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was experiencing shortness of breath. The device was found in back-up vvi due to a power on reset. Technical support was contacted and an attempt to restore the device was made, however it was not successful. The device was unable to be interrogated. During the explant procedure the device no longer provided pacing output. The device was explanted and replaced to resolve this event. The patient was stable.